Event description:
It was reported to philips that system was unable to boot up, stalling at 00:00. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. A philips remote service engineer inspected the system remotely and found the reported malfunction. Upon troubleshooting rse suspected a possible issue with flex vision pc. After onsite visit and reviewing log file, it found the host-pc couldn't connect to the flex vision-pc. To resolve the reported malfunction, fse replaced frame grabber cards, memory dimm and hard drive disk bay on flex vision pc and another work order philips implanted the correction. After implementing the correction, the system was returned to use in good working order. The codes were updated based on the investigation outcome.